Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that during the first lead revision, the right ventricular lead exhibited loss of capture. Asystole of less than two seconds was noted. The lead was repaired. Six days after, another lead revision was performed as the physician observed that the patient had an exit block. The physician believed that the exit block attributed to the lead position as there was still no rv capture. This time, the lead was explanted. No adverse patient effects were reported.